Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a long tunnel patient foramen ovale; however, forming the left disc was challenging as it was deploying in the tunnel. This device was removed and the physician opted to balloon the defect as there appeared to be interconnecting tissue in the tunnel. Following defect ballooning, an occluder from another manufacturer was deployed; however, there was a significant gap between the right disc and the secundum, and the device was removed. At this point, the physician performed a septal puncture and deployed another 30mm gore® cardioform septal occluder. This device was implanted without further difficulty. The day following the procedure, the physician reported that the patient experienced cardiac tamponade. The patient was slowly drained; following which, she was in stable condition. The patient continued to do well and was discharged from the hospital. The physician stated that the injury leading to the tamponade likely happened during defect ballooning.